Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2017". Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany a 84-year-old patient with a 7300tfx27 valve implanted in mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of approximately seven (7) years and five (5) months due to degeneration leading to relevant stenosis (mean and maximum preassure gradient [dpmean/max] 7/15 mmhg, orifice area [oa] in 3d planimetry 1.1 cm2, according to kg 1.1 cm2, doppler velocity index [dvi] 3, maximum velocity [vmax2] 111 m/sec, maximum pressure gradient [pmax] 18 mmhg). According to the report, the patient expressed a desire not to undergo surgery.

Manufacturer narrative:
H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years.